Manufacturer narrative:
H3 other text : device serviced by 3rd party service center.

Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third party service center visually inspected the device and found evidence of foam degradation. During the evaluation, foam particles were observed. In addition to the above findings, it was also determined that the device has an error code present.